Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that, the customer received with critical pump error. The blood glucose was 179 mg/dl at the time of the incident. After performing troubleshooting for the critical pump error and reported that, the critical pump error image on the pump screen. Customer reported that, the insulin pump was exposed to fluid and there is no visible water or fluid in the pump. Customer reported that, the keypad is unresponsive. The customer was advised to replace the insulin pump and to revert to the back-up plan. The insulin pump will be returned back for analysis.

Manufacturer narrative:
Pump received with blank display due to moisture damage on the electronic assembly. No moisture damage on the battery tube, motor, vibrator and keypad assembly noted. Unable to verify critical pump error and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Pump received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment and minor scratched lcd window.